Event description:
On 01/10/91 an ipp device was implanted. On 11/15/94 the pump was revised. On 04/07/97 the pump was removed from the patient and replaced reason not provided. Ams has requested additional information.